Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with the infusion set not attached to her stomach. Customer's blood glucose was 447 mg/dl. Device did not alarm. During troubleshooting, customer mentioned the doctor told her not to fill up the entire reservoir. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.